Event description:
It was reported that intermittent cartridges alarm occurred. Reportedly, the customer had followed the prompts during the load sequence. The customer's blood glucose (bg) level was displayed as "high"; however, no specific value was provided. Customer administered a manual injection to address bg. Reportedly, customer loaded a new cartridge to resolve the issue.